Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00407. It was reported the pt's ipg was explanted and replaced due to discomfort experienced while charging. The reported issue was described as a muscle ache that lasted approximately one day after the recharging concluded.

Manufacturer narrative:
This ipg serial number was included in a field advisory and the ipg model was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.